Manufacturer narrative:
As reported, the shaft of a 5f mynx control vascular closure device (vcd) could not enter an unknown sheath and could not be used. The device was being used for hemostasis in a percutaneous transluminal angioplasty procedure. Additional information was requested but not provided. The device is being returned for evaluation. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found closed with a syringe attached to the unit. The sealant was present in its manufactured position and partially exposed. The sealant sleeves exhibited frayed/split/torn conditions. Additionally, a cordis sheath was returned inserted on the device. The balloon was deflated, and the core wire was present in its manufactured position. The balloon also presented a tear in the mid portion of the balloon body, along with the sealant sleeves showing frayed/split/torn conditions, and premature deployment difficulty observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. Additionally, dimensional analysis of the slit length could not be executed due to the observed conditions of the sealant sleeves. A functional analysis was executed using the returned sheath that was inserted on the device, which was tested by being withdrawn and re-inserted into the unit. During this analysis, no friction or resistance was perceived. Additionally, a simulated deployment test to ensure functionality evaluation was performed. The unit worked as intended, deploying the sealant and retracting the balloon respectively when button 1 and button 2 were depressed. A high-magnification evaluation was executed to evaluate the balloon. During this analysis, the presence of a total burst condition was observed. The reported event of ¿mynx control system-impeded¿ was not observed through analysis of the returned device since the device passed the insertion/withdrawal test and it was received fully inserted into a sheath. However, conditions were noted with the returned device of ¿balloon-balloon loss of pressure¿ due to the tear found on the balloon, and ¿mynx control system-deployment difficulty-premature¿ as a partial exposure of the sealant was observed due to the frayed/split/torn condition of the sealant sleeves noted. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced, especially since the device was received fully inserted into a sheath. However, procedural/handling factors possibly contributed to the frayed/split/torn condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. Regarding the tear found in the balloon, access site vessel characteristics (which were not provided), concomitant device factors, and handling factors may have contributed to the tear found on the balloon since this type of damage can occur when the balloon comes into contact with calcification and/or other procedural devices (such as a stent, or vascular graft), or during use of excessive force. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the shaft of a 5f mynx control vascular closure device (vcd) could not enter an unknown sheath and could not be used. The device was being used for hemostasis in a percutaneous transluminal angioplasty procedure. Additional information was requested but not provided. The device is being returned for evaluation. Addendum: on product evaluation the sealant was found partially exposed, and the balloon presented a tear in the mid portion of the balloon body.